Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a vns generator replacement surgery, a new 103 generator was unable to be interrogated, and an error message appeared when attempting to interrogate which read "error initializing system programming". The vns programming computer system was being used unplugged. Another generator was used to complete the surgery without incident. The suspect 103 generator has been returned and is currently in product analysis.